Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 489 mg/dl. Tandem technical support performed a system check and determined that the tubing should be changed. Reportedly, the customer was using apidra insulin. The customer indicated that the all of the supplies would most likely be changed